Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the catheter was stuck on the guide wire. The 100% stenosed lesion was located in the calcified and moderately tortuous common iliac artery extending to the external iliac artery. Another manufacturer's 7fr introducer sheath was placed, and another manufacturer's guidewire crossed the lesion. The lesion was predilated with a sterling balloon, and an express vascular ld 8.0x60mm stent was implanted. The stent delivery system (sds) was unable to be removed, and was stuck to the guide wire. The sds and the guide wire were removed together. No patient complications were reported. The patient status is good.